Manufacturer narrative:
(B)(4). Batch # r95293. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned and a plastic bag with one scissored clip and one unformed clip inside. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed 8 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot r95558 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r95293 number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the doctor was firing across a large duct, was using a lot of rotational force and the clip scissored. The clip was retrieved from the patient and two additional clips were fired outside the patient. The procedure was completed using an endoloop device with no consequences to the patient.